Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "foggy" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture inside the charged coupled device lens and cut on cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A "foggy" was confirmed due to moisture inside the ccd lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was foggy . There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was foggy . There were no reports of patient harm.